Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4) battery contacts are compressed. Battery drawer is contaminated and has tool marks. Battery release is contaminated. Lcd (liquid crystal display) is broken. Upper and lower case halves are broken. Lead flex cover is corroded. Keyboard window is scratched.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery contacts are compressed. Battery drawer is contaminated and has tool marks. Battery release is contaminated. Lcd (liquid crystal display) is broken. Upper and lower case halves are broken. Lead flex cover is corroded. Keyboard window is scratched.

Event description:
It was reported that the epg (external pulse generator) appeared to have been dropped and that the display was broken. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.